Manufacturer narrative:
The console (aic) was returned for evaluation. Upon inspection of the console, the issue with broken purge pressure disc was visually confirmed. The purge retainer has a broken stand and cracks on it; therefore, the purge flag was not being held properly at blue disc retainer. The cause of the issue was a defective component. No corrective action is recommended at this time because the failure was determined to have a risk as low as practical (alap). Failures of this type will be monitored for trends. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient was on an automated impella controller (aic) for mechanical circulatory support. It was reported that the aic had a broken purge clip. The aic IFU was followed with a backup controller utilized. No patient harm was reported.